Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron extension set was leaking through the "walls" (not further specified). This was observed during priming the set with anesthesia. There was no patient involvement.

Manufacturer narrative:
H10: the sample external bag (peel pouch) was received. However, at the time of evaluation, the sample is not inside the peel pouch. It is not possible to confirm or rule out the defect since the set is not available to carry out the evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.